Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced continuous long beeps involving the controller. The site suspected power switching. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary product event summary: the controller was not returned for evaluation. Log file analysis revealed 27 suction alarms logged since (B)(6) 2018 and 1 low flow alarm logged on (B)(6) 2018. Additionally, log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Momentary disconnections will result in an audible tone or "beep." No controller power loss events or "no power alarms" were recorded within the analyzed period. Based on the available information, the tone associated with momentary disconnections may have been perceived by the patient as a "long continuous beep." As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the batteries involved in the premature power switching events on (B)(6) 2018. The most likely root cause of the premature power switching and beeping event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was not exchanged and remained in use.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed 27 suction alarms logged since (B)(6) 2018 and 1 low flow alarm logged on (B)(6) 2018. Additionally, log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Momentary disconnections will result in an audible tone or "beep." No controller power loss events or "no power alarms" were recorded within the analyzed period. Based on the available information, the tone associated with momentary disconnections may have been perceived by the patient as a "long continuous beep." As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the batteries involved in the premature power switching events on (B)(6) 2018. The most likely root cause of the premature power switching and beeping event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins and/or due to a worn controller power port pin socket contact spring. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.